Event description:
It was reported by the patient that the device is "getting a lot of false readings" and the patient is worried that data may be lost. The physician explained that the readings were false atrial fibrillation (af) and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).